Event description:
Medtronic received information regarding a navigation device. It was reported that "the mapping needs to be improved as that seem to create the most challenge for accuracy. The fiducials do not stay in place." There was no patient impact reported.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.